Event description:
The article, "the first percutaneous closures of patent ductus arteriosus in premature neonates in serbia: a case report series", was reviewed. The article presented a case study of a 60-day-old female patient with pre-term birth and bronchopulmonary dysplasia hypotension. It was reported that on an unknown date, a 4-2mm amplatzer piccolo occluder was chosen for procedure but not implanted. A 4-4mm amplatzer piccolo occluder was subsequently chosen for implant. The patient was extubated 2-weeks later. An echocardiography examination pointed out a decreased left ventricular end-diastolic diameter (edd) with mild pulmonary artery hypertension. A decision was made to initiate sildenafil. [(B)(4).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: the first percutaneous closures of patent ductus arteriosus in premature neonates in serbia: a case report series.

Event description:
N/a.

Manufacturer narrative:
As reported in a research article, the first percutaneous closures of patent ductus arteriosus in premature neonates in serbia. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: the first percutaneous closures of patent ductus arteriosus in premature neonates in serbia: a case report series.